Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of plastic shavings. Engineering also observed the presence of scratch marks on the inside of the obturator. Based on the condition of the returned unit, it is likely that the reported event was caused by a sharp or angled or instrument that scraped against the inside wall of the obturator. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is to follow up medwatch report # (B)(4).

Event description:
Additional information was received via email on 19jun2018 from clinical quality coord: "the patient had surgery on (B)(6), not (B)(6)."

Manufacturer narrative:
No product is being returned for evaluation. A follow-up report will be provided upon completion of the investigation. This report is to follow up medwatch report # (B)(4).

Event description:
Procedure performed: laparoscopic surgery event description: cer 1 of 2: (B)(4) (medwatch no. 2027111-2018-00204); cer 2 of 2: (B)(4) (medwatch no. 2027111-2018-00205). "Scrub tech was opening trocars to set up the mayo. When he put the obturator into the cannula he noticed that there was some extraneous plastic shavings visible in the tip. He noticed it in the second trocar as well. The account pulled the trocars (never touched a patient) and sequestered all trocars with the same lot number." Medwatch received via mail on 12jun2018: #(B)(4): describe the event or problem: "while preparing the trocar for use during surgery, the operating room staff noted debris in the trocar. A second trocar was obtained and the second trocar had the same debris. Both trocars had the same lot number. The lot number was pulled from the shelves, and a different lot number was obtained. The debris was inside the clear plastic trocar obturator and appeared to resemble spiraled plastic shreds. Neither trocar had interacted with patient. There was no patient harm." What was the original intended procedure? Laparoscopic surgery. What problem did the user have (check all that apply): other. Patient status: unaffected. Caught before case started.